Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the tissue was held in the jaws, and then this reload could not be fired. They changed to another reload and were then able to fire. There was no patient injury.